Manufacturer narrative:
H3: analysis of the controller found replaced cracked/scratched/worn front case causing case separation, charge issues, power loss and blank/white display. Unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. Was able to pair and communicate with test implant via wireless and activate and deactivate stim functions. Replaced broken/cracked rtm/power connector support. Replaced cracked/broken/worn back case. Cleaned charger rtm connector. Excellent recharge status. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated the controller is not charging right. Patient said right in the middle of a charge the screen goes black and she is in a whole lot of pain. Patient stated she has not been able to use the stimulator at all for a month. Patient service specialist asked patient to reset controller and patient said the screen did come on however once the lith battery was inserted screen went blank. Pt does not detect damage. Patient tried aa batteries and controller did power on. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. Patient called back and stated the controller they received came with two aa batteries whereas their old controller used a big battery pack. Patient stated that they were trying to set the controller up with the aa batteries inserted and it came up with "software problem." Patient confirmed they were also connected to ac power. Agent walked patient through inserting the battery pack from the old controller and the rest of the set up process. Patient confirmed they were recharging the implant with the controller at 50% and the implant empty. Agent reviewed everything appeared to be working as intended.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: model 97745 serial #nld098447n medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.